Event description:
It was reported that the stent was inadvertently deployed in the right carotid artery instead of the left carotid artery, requiring additional surgical intervention. An enroute transcarotid stent was selected for use in a left side transcarotid artery revascularization (tcar) procedure. Procedure was completed successfully with no complications. At the one month follow up visit, the physician noted that the stent had been inadvertently deployed in the right carotid artery instead of the left carotid artery. The physician explained that the incision was made using on table duplex ultrasound guidance and believes the location was closer to the sternal notch and the patients right subclavian passed over it. The physician performed another tcar to treat the left side and the procedure was completed successfully.